Event description:
Pt with av shunt for dialysis. Catheter ballon (7mm) ruptured during venous angioplasty. A plastic non-opaque fragment of balloon did not come out with balloon catheter. Multiple attempts made to remove foreign body without success. Pt required surgery for removal of foreign body and declotting of graft.